Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Hospital address and telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Customer quality conducted an investigation of the returned device. DHR review of complained pfna-ii blade shows that this specific lot was released after complete final inspection with no findings in may 2017. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot was released after 100% functional test. As received condition: the complained pfna-ii blade shows several marks of contact with other metallic parts which are clearly identified as post manufacturing caused. Scratches at the shaft of the blade are resulting from contact with the whole of the used nail. Carried out functional test could not reproduce the reported problem. The blade could be locked and unlocked as intended. No product problem could be identified. We are not able to reproduce the reported problem. The blade is in fully functional condition. DHR review, no issue functional test, no issue DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 17.may.2017 expiry date: 01.may.2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery for the femoral fracture took place on (B)(6) 2017. When the surgeon installed the reported proximal femoral nail antirotation (pfna) blade to the blade inserter, it was found that the blade did not turn well. Another blade was used because the surgeon became anxious whether the blade was fixed with the inserter properly. No delay in surgery or adverse consequence to the patient was reported. Concomitant devices reported: blade inserter (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna ii blade. This is report 1 of 1 for (B)(4).